Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy 4 millimeters superiorly; noted during the confirmation spin. Four screws were placed. The two screws on the left were north of where navigation showed. Both left screws were removed and replaced; a confirmation spin showed their proper placement. The surgeon used only the passive planar blunt (ppb) to navigate. The holes were tapped and screws placed using non-medtronic equipment that was non-navigated.

Manufacturer narrative:
Further engineering review found that once the tracker calibration is completed and saved, it does not change or drift, so the reported event was unlikely to be caused by a calibration issue. The only way the file can change is by someone changing the file. However, the system would recognize this at the next startup and tell the user to re-calibrate the trackers. The most likely cause of the reported event was by one of the following mechanical factors: the frame attached to the patient moved with respect to the anatomy. The tracker itself was physically damaged. Possible movement during the spin (but not enough to cause the image to be blurry). There were no further related issues reported on this system.

Manufacturer narrative:
Correction: per a conference call with the FDA on 23-jan-2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by k2m.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative performed an imaging system check-out; mechanical and imaging areas passed. The medtronic representative performed verification spins on both trackers and determined that the trackers needed to be re-calibrated. Re-calibrated navigation trackers and performed a second system check-out. Issue resolved. No further issues have been reported.